Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The air gas module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation without any issue. However, by testing the gas module in the gas module test system, it was found that the membrane of the nozzle unit inside the gas module was sticky which lead to the reported issue. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release which can cause a pressure spike. The nozzle unit should be replaced during the annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on the analysis of the received logs, it appears that the preventive maintenance has been executed in accordance with the prescribed instructions. Consequently, the cause of the stickiness is early wear of the membrane. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).